Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the motor was not rewinding all the way and it was not alarming. Customer stated that the insulin pump stops half way and is not reaching where it needs to be to prime the insulin pump. Customer also mentioned that the drive support cap was slightly indented or recessed. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.